Manufacturer narrative:
Reliability analysis evaluated 1 opened and used reservoir. Analysis inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test reservoir filled with diluent, and connected to a new infusion set. Analysis installed reservoir and connector into an insulin pump. Analysis performed insulin pump manual prime. Saw fluid flow through the infusion set and out catheter tip. Conclusion was reservoir not occluded. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a no delivery alarm. The customer's blood glucose was 407 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with the insulin pump. The customer performed plunger push and stated that there was greater than normal resistance during plunger push. The reservoir will be returned for analysis.